Event description:
The pt received a shocking sensation approx one week ago, while wearing their speech processor. When they tried to replace the speech processor, they could no longer hear and still felt somewhat of a shocking sensation. They have not worn their external equipment since that time. In 2002 the external equipment was exchanged but the pt reported a similar shocking sensation in the area of their throat during testing. Based on prior complaints, the pt's implant was surgically re-positioned in 5/2005 by their implant surgeon. A CT scan performed in 2005 revealed that the electrode array appears to have extruded from the cochelar.